Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, vascular perforation is an inherent risk of any electrode placement. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial flutter ablation (afl) procedure, a cardiac tamponade occurred. While mapping the laa, there was strong pressure administered when using the advisor hd grid and the patient became hypotensive. At this time it was noted that the catheter was outside of the geometry and a cardiac tamponade occurred for which a pericardiocentesis was performed to stabilize the patient. The patient is currently in stable condition. There were no performance issues with any abbott devices.